Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient's father did not report injury or medical intervention. No additional patient or event information is available. It was reported that the receiver was exposed to water. It should be noted that the dexcom g4 (tm) platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids.